Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via social media that the tampon string broke. No injury was reported.